Manufacturer narrative:
Two (non-related) adverse events where reported on the same suspected medical device. MDR #1220246-2010-00034 addresses the first reportable adverse event and MDR #1220246-2010-00042 addresses the second reportable adverse event. Patients weight was requested but not provided. No further patient or event information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned; therefore the complainant's event could not be verified. Device history record revealed nothing relevant to this event. This device is supplied sterile. The type of organism identified, staphylococcus aureus (a pathogen responsible for common nosocomial infections) was determined to not be a product related issue. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that at approximately 6 days post-op the patient developed an infection. According to the reporter the patient received an acl repair with autologous bone graft on (B) (6) 2006. The patient was admitted on (B) (6) 2006 with increased swelling, pain, erythema and fever. Cultures were taken (no sign of an intraarticular infection) and an IV of antibiotics (clindamycin) was administered. According to the surgeons follow up patient exam; the patient is doing much better. No further patient or event information was provided at the time this event was reported.